Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated for a patient sample. The following data was provided (customer¿s reference range <0.03 ng/ml). (B)(6) 2025 initial result = 0.31 ng/ml, sample recentrifuged and result = <0.01 ng/ml, sample patient, new sample obtained and result = <0.01 ng/ml. EKG was performed and was normal. No impact to patient management was reported.

Event description:
The customer observed falsely elevated architect stat troponin-I results generated for a patient sample. The following data was provided (customer¿s reference range <0.03 ng/ml). On (B)(6) 2025 initial result = 0.31 ng/ml, sample recentrifuged and result = <0.01 ng/ml, sample patient, new sample obtained and result = <0.01 ng/ml. EKG was performed and was normal. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints identified an increase in complaint activity for lot 19453un25, however, no increase in complaint activity was identified for list number 02k41. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect stat troponin-I reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 19453un25 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect stat troponin-I reagent lot 19453un25 was identified.